Manufacturer narrative:
Note that the h.6. Codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that it was unknown if managing physician been notified. The cause of the por was determined to be the battery reaching end of service. The issue was not yet resolved. Patient was trying to get it resolved but was not easy. The patient further clarified they have a dead battery and was finding it very difficult to get it replaced and/or to have something done to get it working. They had the device put in on 2017 and they gather it's an older one. The doctor who implanted it was dr. Lvatury at dartmouth hitchcock in lebanon, nh. He is no longer there. I had to get a list of doctors to contact. They made an appointment with dr. Wu in worcester, mass at mass memorial health. They were there (B)(6) and nothing could be done at the time. The tech wasn't available to help so they are now waiting to see dr. Hall from the same hospital. By the time they get a new battery or whatever they need; it will be a long wait. Patient wanted to know if anything be done to speed things up. They were walking around with a dead battery. They did have 100% success with the implant and I wish to continue. ***MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. ***

Event description:
(B)(4). Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient was getting por message on programmer today. Reviewed por message meaning. Pt stated during call they were unable to power on programmer and the screen was blank. Pt stated using new aaa max alkaline batteries in programmer that pt put in today. Reviewed appropriate batteries for use in programmer. Pt replaced with standard alkaline batteries and confirmed programmer powered on, but when pt tried to connect with ins reported getting por message. Pt was at hospital to get an MRI scan during call. Reviewed process to coordinate appt. With rep. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue no further complications were reported/anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.